Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.1 was releasing all of its cubies at random times. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was short between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 28-apr-2016, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The report condition of failing cubies in an entire drawer was confirmed during fse testing and subsequently confirmed during the dchu inspection process. According to work order #(B)(4), the fse reported that there was no failure icon when the fse arrived but opening drawer 2.1 found that only row a cubies 1-5 were being detected. The fse powered station off and reseated row board cable connection to drawer controller, also tested drawer controller and it seemed to be fine. Upon reboot station still did not see cubies, so the fse powered station off and replaced retractor band. In diagnostics all cubies were seen once it was booted up the station. The fse released all cubies and cleaned up debris. The drawer was tested in diagnostics several times. The report was closed. During dchu visual inspection: pn 353844-01: the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands. During dchu testing: pn 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint failing cubies in an entire drawer was due to short between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage.